Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported adverse impact. Additionally, customer reverted to an alternate method of insulin therapy. It was reported that cartridge change errors occurred with multiple cartridges during the load sequence.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20 issue was verified, but the cartridge change error issues could not be verified.